Manufacturer narrative:
Product analysis #(B)(4):brief description of complaint: during the case, the device tip fractured and detached while staff was cleaning the device. Staff had been cleaning the device approximately every 3rd pass. It was being cleaned with saline and gauze. The surgeon treated the tissue in 2-4 second bursts. The generator was set to cut-40 and coag-20. Nothing fell into the patient and there was no patient injury investigation conclusion: the reported issue was confirmed. The electrode is no longer intact, there is excessive electrode and plastic tip deformation during application, the electrode has minimal support from the housing, and the plastic tip has minimal support from the pebax tubing, which fails to meet the acceptable damage requirements. However, the cause of the damage could not be fully determined based upon visual inspection. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a bronchoscopy case, the corecath device tip fractured and detached while staff were cleaning the device. Nothing fell into the patient and there was no patient injury reported.